Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of loose component ¿ no leak was confirmed upon inspection of the photos. Bd determined the cause of the failure was manufacturing process related. However, examination of the actual product involved may provide clarification as to the exact cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg valve tb 105cm had a loose component while preparing the IV infusion set I noticed that the distal end point of the line was loose. Description: while preparing the IV infusion set, I noticed that the distal end point of the line was loose. The extension set was disconnected and stored for further investigation. No incident was caused by this event.